Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy check (too high). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed the volume accuracy check (too high)" was reproduced. The device was tested for flow rate with the following parameters and results. Parameters: rate: 40ml/hr, volume to be infused: 20, time: 30 min and results: error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of adjustment hooks. The hooks required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.